Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: implant removal of a cemented hip endoprosthesis shaft: the synream system was used to ream up the medullary canal of the femur for the new endoprosthesis shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As received condition of device; the tip of coupling deformed. Without further information it is not possible to determine the exact root cause for this deformation afterwards. We can only assume that high extensive force passed the maximum load from material and results in deformation. The written information regarding the broken reamer head, which was not returned, supports the reason for no findings. A defined cause of the damage could not be detected which caused the deformation of the tip as well as the complete product does not show abnormal conditions. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per an internal medical review it was confirmed that reamer head breakage can be observed.